Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of detached suture.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The physician deployed all seven bands normally and the procedure was completed with the speedband superview super 7 device. The ligating unit was then removed from the loop at the end of the trip wire. Post procedure, when the technician was completing the bedside cleaning, a suture was noticed left and stuck in the channel of the scope. The suture was removed using a brush. It was reported that the detached suture was part of the device used as it was only the device used in the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. The physician deployed all seven bands normally and the procedure was completed with the speedband superview super 7 device. The ligating unit was then removed from the loop at the end of the trip wire. Post procedure, when the technician was completing the bedside cleaning, a suture was noticed left and stuck in the channel of the scope. The suture was removed using a brush. It was reported that the detached suture was part of the device used as it was only the device used in the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of detached suture. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the suture was broken into two separate parts. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the suture was broken into two separate parts. There is not enough evidence to determine whether the suture left and stuck in the channel of the scope was due to the physician's technique during the procedural, due to the anatomical conditions or was related to a device malfunction. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause of this complaint is cause not established.